Event description:
The customer obtained false high sodium (na) and chloride (cl) results for two (2) patients, over 2 days, involving the unicel dxc 600 pro synchron system. This report references the event which occurred on (B)(6) 2015; please refer to MDR report 2050012-2015-00157 for the report of the event which occurred on (B)(6) 2015. The customer repeated the sample on the same dxc and obtained lower na and cl results within the normal reference range for the patient. The false high na and cl results were not reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control for sodium and chloride was within laboratory established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found numerous bubbles in the ratio pump. The fse replaced the ratio pump to resolve the issue. (B)(4).